Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dyspareunia ("painful sexual intercourse") and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (plaintiff underwent total abdominal hysterectomy, laparoscopic bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2012, plaintiff underwent a total abdominal hysterectomy, lysis of adhesions, a partial omentectomy. Plaintiff continued to experience pelvic pain and or about (B)(6) 2015 underwent a laparoscopic bilateral salpingo-oophorectomy and removal of essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 626918) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: patient has no known allergies or drug sensitivity, patient does not consume alcohol. Concurrent conditions included overweight, gravida ii, parity 2, endometriosis, pelvic inflammatory disease, ruptured appendix, depression, anxiety, bipolar disorder and smoker. Concomitant products included buspirone since 2007 and paroxetine since 2007 for anxiety and depression, medroxyprogesterone (depo provera) for contraception, anaesthetics (anesthesia) for hysterectomy and salpingo-oophorectomy as well as naproxen sodium (midol extended relief caplet) since (B)(6) 2012, panadeine co (tylenol #3), promethazine (phenergan) since (B)(6) 2012 and vicodin since (B)(6) 2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)") with back pain. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In 2009, the patient experienced dyspareunia ("painful sexual intercourse"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vulvovaginal pain ("vaginal pain") and device expulsion ("migration of essure device (uterine cornum)"). The patient was treated with surgery (total abdominal hysterectomy on (B)(6) 2012, laparoscopic bilateral salpingo-oophorectomy on (B)(6) 2015). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the dysfunctional uterine bleeding, vulvovaginal pain and device expulsion outcome was unknown. The reporter considered device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2012, patient underwent a total abdominal hysterectomy, lysis of adhesions, a partial omentectomy and removal of essure device. Patient continued to experience pelvic pain and or about (B)(6) 2015 underwent a laparoscopic bilateral salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. (B)(6) 2015 surgical pathology report gross description: specimen is received in formalin fixative in one container labeled with the patient's name. Attached slip designates the contents as bilateral tubes and ovaries, stitch in right. Specimen consists of two tubo-ovarian complexes. The right tubo-ovarian complex contains stitch. The right tubo-ovarian complex is 9 grams. The intact tan cerebriform ovary is 3.0 x 2.5 x 1.2 cm. The external surface contains a ocant amount of adherent adipose tissue. The cut surface is tan-white and mottled with multiple thin walled cysts ranging from 0.2 cm. To 0.3 cm. A hemorrhagic corpora lutea is identified 0.5 cm. The segment of attached fallopian tube is 2.5 x 0.5 cm. The fimbriated end is not grossly identified. The phallopian tube is adhered to the external surface of the ovary. The left tubo-ovarian complex is 15 grams. The intact tan cerebriform ovary is 4.5 x 2.5 x 2.5 em. The cut surface io tan-white and mottled with multiples thin .railed cysto ranging from 0.2 em. To 0.9 em. One of the cysts is adjacent to a emorrhagic corpora lutea, 0.9 em. The cysts contain a thin pink fluid. No papillations or nodules are identified. The attached segment of fimbriated fallopian tube is 4 cm. In length \'lith a diameter of 0.5 em. The serosa is purple and smooth. Summary of cassettes: ai, a2-right ovary and fallopian tube, a3,a4-left ovary and fallopian tube. 1m 4. I1m-7-30-15-gb. (B)(6) 2015. Surgical pathology report microscopic description: sections from the right ovary and fallopian tube show fibrous adhesions on both tube and ovary. The fallopian tube is histologically unremarkable. The ovary corpus luteum, corpora albicans and cystic follicles in which are normal components of the ovary. A section from the left fallopian tube and ovary shows no significant abnormality of the fallopian tube. The ovary shows corpus luteum, corpora albicans and cystic follicles. A larger cyst lined by low columnar to follicular cells is noted consistent, lith follicular cyst. (B)(6) 2012. Surgical pathology report specimens are received in formalin fixative in two containers labeled with the patient's name. Attached slip design contents of specimen a as omentum. Clinical history is noted. Specimen consists of tho portions of pink-yelloh fib tissue measuring 3.7 x 3.5 x 0.6 and 11.0 x 8.5 x 1.0 cm., having a combined height of 62 grams. Each specimen is palpated and sectioned. No masses, lesions or nodules are grossly identified. Repreoentative sections are submitted in casoettes a1 and a2. Attached slip designates the content of specimen b ae uterus and cervix. It holds a 157 gram hysterectomy specimen attached cervix which measures 4.9, 6.0 and 10.0 cm. From anterior to posterior, cornu to cornu and fundus to ervixrespectively. The cervix measures 3.1 cm. In greatest diameter. There is a probe patent, slit-like 1.4 cm. Cervical os which is by focally nodular pinkwhite ectocervical mucosa with pinpoint areas of hemorrhage_ the specimen is bisected on the plane. The end cervical canal ranges from 0.5 to 1.5 cm. In diameter and is dilated adjacent to the ectocervical as a normal herring bone appearance. There are multiple nabothian cysts within the ectocervix ranging in size from cm. In reatest dimension filled "iith yellovl-gray, thick mucin. The triangular endometrial cavity rneadures 3.5 cm. From cornu to cornu and 4.6 cm. From fundus to lower uterine segrr lined by lush tan-red and glistening endometrium ·lith a thickness of 0.4 cm. The myometrium is tanpink, glistening and trabeculated with a thickness of 2.5 cm. Located within each cornu is a metal, coiled and cylindrical foreign object measuring 3.0 cm. In length and 0.3 cm. In diameter which is consistent tubal ligation device. The serosa i3 pink-red with focal areas of fine fibrous tissue adhesion. Representative sections are submitted in six cassettes as follows: bl-anterior cervix, b2-pogterior cervix, b3-one full thickness, bisected, b4-anterior end myometrium (x 2), b5-posterior full thickness, bisected, b6-posterior end. Microscopic description- sections of the cervix show benign squamou3 mucosa with surface parakeratosis. The presence of parakeratosis is freq in prolapse or chronic cervicitis. Clinical correlation i5 recommended. Endometrium shows secretory phase mucosa con markedly edematous stroma. No evidence of hyperplasia or dysplasia identified. In the myometrium, benign smooth bundles are present with scattered small vessels. The endometrial baseline is irregular with focal extending into my serosal surface shown normal mesothelial lining, lith no hemorrhage or fibrosis. Concerning the injuries reported in this case the following ones were described in patient's medical records: dysfunctional bleeding, menorrhagia, dyspareunia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 2-feb-2018: pfs received: reporters added; patient tab updated, relevant history and tests added; concomitant drugs added; new events "abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding", "dysmenorrhea", "migration of essure device (uterine cornum)", "vaginal pain" and "lower back pain" were added; outcome of events provided; essure lot number provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 626918) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: patient has no known allergies or drug sensitivity, patient does not consume alcohol. Concurrent conditions included overweight, gravida ii, parity 2, endometriosis, pelvic inflammatory disease, ruptured appendix, depression, anxiety, bipolar disorder and smoker. Concomitant products included buspirone since (B)(6) and paroxetine since (B)(6) for anxiety and depression, medroxyprogesterone (depo provera) for contraception, anaesthetics (anesthesia) for hysterectomy and salpingo-oophorectomy as well as naproxen sodium (midol extended relief caplet) since (B)(6)2012, panadeine co (tylenol #3), promethazine (phenergan) since (B)(6) 2012 and vicodin since (B)(6) 2012. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)") with dysmenorrhoea. In (B)(6)2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6), the patient experienced dyspareunia ("painful sexual intercourse"). In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vulvovaginal pain ("vaginal pain") and device expulsion ("migration of essure device (uterine cornum)"). The patient was treated with surgery (total abdominal hysterectomy on (B)(6)2012, laparoscopic bilateral salpingo-oophorectomy on (B)(6)2015). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the dysfunctional uterine bleeding, vulvovaginal pain and device expulsion outcome was unknown. The reporter considered device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6)2012, patient underwent a total abdominal hysterectomy, lysis of adhesions, a partial omentectomy and removal of essure device. Patient continued to experience pelvic pain and or about (B)(6)2015 underwent a laparoscopic bilateral salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6)2008: total bilateral occlusion (B)(6)2015 surgical pathology report gross description: specimen is received in formalin fixative in one container labeled with the patient's name. Attached slip designates the contents as bilateral tubes and ovaries, stitch in right. Specimen consists of two tubo-ovarian complexes. The right tubo-ovarian complex contains stitch. The right tubo-ovarian complex is 9 grams. The intact tan cerebriform ovary is 3.0 x 2.5 x 1.2 cm. The external surface contains a ocant amount of adherent adipose tissue. The cut surface is tan-white and mottled with multiple thin walled cysts ranging from 0.2 cm. To 0.3 cm. A hemorrhagic corpora lutea is identified 0.5 cm. The segment of attached fallopian tube is 2.5 x 0.5 cm. The fimbriated end is not grossly identified. The phallopian tube is adhered to the external surface of the ovary. The left tubo-ovarian complex is 15 grams. The intact tan cerebriform ovary is 4.5 x 2.5 x 2.5 em. The cut surface io tan-white and mottled with multiples thin .railed cysto ranging from 0.2 em. To 0.9 em. One of the cysts is adjacent to a emorrhagic corpora lutea, 0.9 em. The cysts contain a thin pink fluid. No papillations or nodules are identified. The attached segment of fimbriated fallopian tube is 4 cm. In length \'lith a diameter of 0.5 em. The serosa is purple and smooth. Summary of cassettes: ai, a2-right ovary and fallopian tube, a3,a4-left ovary and fallopian tube. 1m 4. I1m-7-30-15-gb (B)(6)2015 surgical pathology report microscopic description: sections from the right ovary and fallopian tube show fibrous adhesions on both tube and ovary. The fallopian tube is histologically unremarkable. The ovary corpus luteum, corpora albicans and cystic follicles in which are normal components of the ovary. A section from the left fallopian tube and ovary shows no significant abnormality of the fallopian tube. The ovary shows corpus luteum, corpora albicans and cystic follicles. A larger cyst lined by low columnar to follicular cells is noted consistent, lith follicular cyst. (B)(6)2012 surgical pathology report specimens are received in formalin fixative in two containers labeled with the patient's name. Attached slip design contents of specimen a as omentum. Clinical history is noted. Specimen consists of tho portions of pink-yelloh fib tissue measuring 3.7 x 3.5 x 0.6 and 11.0 x 8.5 x 1.0 cm., having a combined height of 62 grams. Each specimen is palpated and sectioned. No masses, lesions or nodules are grossly identified. Repreoentative sections are submitted in casoettes a1 and a2. Attached slip designates the content of specimen b ae uterus and cervix. It holds a 157 gram hysterectomy specimen attached cervix which measures 4.9, 6.0 and 10.0 cm. From anterior to posterior, cornu to cornu and fundus to ervixrespectively. The cervix measures 3.1 cm. In greatest diameter. There is a probe patent, slit-like 1.4 cm. Cervical os which is by focally nodular pinkwhite ectocervical mucosa with pinpoint areas of hemorrhage_ the specimen is bisected on the plane. The end cervical canal ranges from 0.5 to 1.5 cm. In diameter and is dilated adjacent to the ectocervical as a normal herring bone appearance. There are multiple nabothian cysts within the ectocervix ranging in size from cm. In reatest dimension filled "iith yellovl-gray, thick mucin. The triangular endometrial cavity rneadures 3.5 cm. From cornu to cornu and 4.6 cm. From fundus to lower uterine segrr lined by lush tan-red and glistening endometrium ·lith a thickness of 0.4 cm. The myometrium is tanpink, glistening and trabeculated with a thickness of 2.5 cm. Located within each cornu is a metal, coiled and cylindrical foreign object measuring 3.0 cm. In length and 0.3 cm. In diameter which is consistent tubal ligation device. The serosa i3 pink-red with focal areas of fine fibrous tissue adhesion. Representative sections are submitted in six cassettes as follows: bl-anterior cervix, b2-pogterior cervix, b3-one full thickness, bisected, b4-anterior end myometrium (x 2), b5-posterior full thickness, bisected, b6-posterior end. Microscopic description- sections of the cervix show benign squamou3 mucosa with surface parakeratosis. The presence of parakeratosis is freq in prolapse or chronic cervicitis. Clinical correlation i5 recommended. Endometrium shows secretory phase mucosa con markedly edematous stroma. No evidence of hyperplasia or dysplasia identified. In the myometrium, benign smooth bundles are present with scattered small vessels. The endometrial baseline is irregular with focal extending into my serosal surface shown normal mesothelial lining, lith no hemorrhage or fibrosis. Concerning the injuries reported in this case the following ones were described in patient's medical records: dysfunctional bleeding, menorrhagia, dyspareunia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.